Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 20 (position out of range) error message was confirmed during functional testing and archive data review. The report of physical damage was confirmed during visual examination of the platform and was attributed to wear and tear. The autopulse platform is a reusable device and was manufactured on 05 apr 2011 and has exceeded its expected service life of 5 years. Evaluation of the platform during initial power up, revealed a (ua) 20 (position out of range) error message. The root cause was due to the driveshaft not being in home position and adjusting the driveshaft back to its home position cleared the ua 20 error message. The archive data was reviewed and contained a user advisory (ua) 12 (lifeband not present) and ua 20 error messages on the (B)(6) 2017 and not on the reported event date of (B)(6) 2017. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 20 error message observed during functional testing is easily clearable by the user. The ua 20 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instructions, to clear ua 20, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. The ua 12 error message observed during archive data review can be cleared by ensuring that the lifeband is properly installed and restarting the platform. As part of routine service during testing, the platform was examined and found physical damages. The observed physical damages were unrelated to the ua 20 error message. Upon replacement of the damaged components, the platform was further tested including the load characterization check and passed the testing. The platform operated with continuous compression without any issues or further error messages observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that during a vehicle check, the crew found a crack on the platform's surface. After turning on the platform and checking it over , the platform also displayed an user advisory (ua) 20 (position out of range) error message . No patient involved with this event. No other information was provided.